Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens -13.0/3.5/065 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2022 the lens was explanted and later replaced with a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).